Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. A phillips field service engineer evaluated the device at the customer site, confirmed the failure, and determined the cause to be the ECG leads cables (trunk cable and lead set). The fse recommended that the customer replace the leads cables.

Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.